Manufacturer narrative:
H3 : visual examination did not reveal any damage to the shaft or the balloon of the ibt. Functional evaluation with a sample syringe confirmed the ibt was leaking at the tip. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: gender- female, age( at the time of event) -86 years, weight ( in lbs)- 148, weight ( in kgs)-67 pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture procedure performed: balloon kyphoplasty (bkp) levels implanted: l1 it was reported that on 10 apr 2020, intra-op, the balloon of 10ml was used but the balloon breakage was occurred as there was a hole on the balloon so a 15ml balloon which had been prepared for backup was used immediately. The contrast media of one side was leaked during inflation. There was a less than 60 minutes delay in overall procedure time. There were no patient symptoms or complications as a result of this event. Update: there was a scratch on the tip of the ibt balloon.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture procedure performed: balloon kyphoplasty (bkp) levels implanted: l1 intra-op, balloon of 10ml was used but the balloon breakage occurred as there was a hole in the balloon so a 15ml balloon which had been prepared for backup was used immediately. The contrast media of one side was leaked during inflation. There was a less than 60 minutes delay in overall procedure time. There were no patient symptoms or complications as a result of this event.